Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2014-00855 and 00856.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device not available for return.

Event description:
The patient was undergoing a coil embolization procedure for an abdominal aortic aneurysm using a pod8 and a px slim delivery microcatheter. During the procedure, the physician met resistance while advancing a pod8 through a px slim delivery microcatheter. A new pod8 was used; however, the physician met resistance again. The px slim and pod8 were removed and new devices were used to complete the procedure. There was no report of an adverse effect on the patient.